Event description:
It was reported that during a stenting treatment procedure, a shaft breakage occurred. The hypotube of a promus element - everolimus-eluting coronary stent system (3.00x12mm) broke on a calcificated lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).